Event description:
Family member reports having noted cuts in the tubing of 2 homechoice sets during setup for automated peritoneal dialysis therapy. Reportedly, the cuts were located close to the cassette, where the tubing merges together, and is across several tubes on both homechoice sets. The home pt's family member does not use any sharp utensils when opening the homechoice set cartons, and there was no damage noted to the overpouches in which the homechoice sets were packaged. Per the home pt's family member, no animals have access to dialysis supplies. The homechoice sets were not used after the cuts were noted. No pt injury or medical intervention was associated with this issue, per the family member.